Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("diagnosed with salpingitis secondary to essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("chronic abdominal pain"), menorrhagia ("heavy menstrual bleeding"), headache ("frequent headaches"), rash ("frequent rashes"), tooth disorder ("excessive dental issues"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue") and infection ("frequent infections"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, abdominal distension, abdominal pain, menorrhagia, headache, rash, tooth disorder, arthralgia, alopecia, fatigue and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, infection, menorrhagia, pelvic pain, rash, salpingitis and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Subsequently sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms. She prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('diagnosed with salpingitis secondary to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("chronic abdominal pain"), menorrhagia ("heavy menstrual bleeding"), headache ("frequent headaches"), rash ("frequent rashes"), tooth disorder ("excessive dental issues"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), infection ("frequent infections"), menopause ("menopause"), hot flush ("hot flashes") and insomnia ("inability to sleep"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, abdominal distension, abdominal pain, menorrhagia, headache, rash, tooth disorder, arthralgia, alopecia, fatigue, infection, menopause, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, hot flush, infection, insomnia, menopause, menorrhagia, pelvic pain, rash, salpingitis and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Subsequently sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms. She prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events: menopause, inability to sleep were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('diagnosed with salpingitis secondary to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("chronic abdominal pain"), menorrhagia ("heavy menstrual bleeding"), headache ("frequent headaches"), rash ("frequent rashes"), tooth disorder ("excessive dental issues"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), infection ("frequent infections"), menopause ("menopause"), hot flush ("hot flashes") and insomnia ("inability to sleep"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, abdominal distension, abdominal pain, menorrhagia, headache, rash, tooth disorder, arthralgia, alopecia, fatigue, infection, menopause, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, hot flush, infection, insomnia, menopause, menorrhagia, pelvic pain, rash, salpingitis and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure.subsequently sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms.she prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy in date of removal- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('diagnosed with salpingitis secondary to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal distension ("excessive abdominal bloating"), abdominal pain ("chronic abdominal pain"), menorrhagia ("heavy menstrual bleeding"), headache ("frequent headaches"), rash ("frequent rashes"), tooth disorder ("excessive dental issues"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), infection ("frequent infections"), menopause ("menopause"), hot flush ("hot flashes") and insomnia ("inability to sleep"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, abdominal distension, abdominal pain, menorrhagia, headache, rash, tooth disorder, arthralgia, alopecia, fatigue, infection, menopause, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, fatigue, headache, hot flush, infection, insomnia, menopause, menorrhagia, pelvic pain, rash, salpingitis and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure.subsequently sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms.she prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events: menopause, inability to sleep were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.